Manufacturer narrative:
Patient¿s date of birth and weight are unknown. Additional device product codes: mni, kwp, nkb, kwq. Device broke intra-operatively and was not fully implanted or explanted. Complainant device is not expected to be returned for manufacturer review/investigation. A review of the device history records has been requested and is currently pending completion. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during a lumbar corpectomy with autologous bone graft and arthrodesis using the universal spinal system monoaxial screws on (B)(6) 2018, two titanium collars with grooves were broken during the procedure causing an approximate 30-minute delay in the procedure. There was reportedly no harm to the patient. The surgery was completed using a similar device. The broken devices have been discarded, as such, they are not available for investigation. (B)(4).

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A device history record (DHR) review was performed for part no.: 498.011, lot no.: l511830, manufacturing location: (B)(4), release to warehouse date: 07.aug.2017, no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was performed. According to the complaint description the titanium collar with groove broke. As received condition of device: the part (art. 498.011, lot l511830) has been returned together with a piece (lot 9636106) of the same complaint not in original packaging. The collar is broken into two pieces. Information etched on product matches to complaint system and DHR (the article 498.011 was manufactured in (B)(4) with the identification number 501072260 as reported on the DHR). DHR review: lot l511830 was manufactured starting from raw material lot 19814. The certificate of the raw material lot 19814 has been reviewed. In the relative certificate, it is reported that the material is conforming. Product inspection: the part (lot l511830) was inspected for all the features pertinent to the complaint condition according to the product investigation matrix ¿broken/ cracked¿ reported in the relevant procedure. The visual inspection confirmed that the part is broken into two pieces in the zone of grooves. The breakage has been done postproduction. There are present marks of the coupling with the rod on the top zone of the grooves and many mechanical scratches on all the surface. The height of the piece has been measured and found conforming to the specification, but the height in the point of grooves cannot be measured due to the breakage in this point. No evidence of nonconformance manufacturing related. Conclusion: considering that all relevant measurable product features meet specification and no visual defects manufacturing related have been identified on returned item, the conclusion of the product investigation is that the returned part is conforming from a manufacturing perspective. Disposition: the manufacturing investigation is disposed as confirmed due to evidence that part is broken, but it's considered not manufacturing related because there is no evidence of issues manufacturing related. No manufacturing related issue was identified. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.